Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express esc button dome switch. No unlocked lcd keypad connector. Insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The caller reported that the escape button on the insulin pump was really hard to press. The customer had to press the button 10 times. Customer's blood glucose level was 245 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.